Event description:
A customer reported a problem with the footswitch. The scheduled case was canceled. The customer indicated the footswitch had been replaced 20 days prior to this event. There was no patient injury reported. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).